Event description:
The recipient is reportedly experiencing sound quality issues. External equipment has been exchanged; however, the issue did not resolve. Device testing could not be completed. Revision surgery is under consideration.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was kinked. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented an electrical test from being performed. The device passed some of the electrical tests and some of the mechanical tests performed. The residual gas analysis (rga) test was above the test limit. The failure of this device is attributed to a loss of hermetic seal, which was concluded from the assessment of the residual gas analysis (rga) data. This older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.